Event description:
During a lap hysterectomy, the clips fell and they could not use it. The clips fell into the patient and they were retrieved with forceps. They had to use a new one to complete the case. There were no adverse consequences to the patient.